Manufacturer narrative:
Additional serial number: (B)(4). Analysis of the system data indicate that there are no known causes for the discordant immulite 2500 (B)(6) stat troponin result compared to other test results and troponin assay method. It was noted that the recommended two week troponin adjustment interval had not been performed by the customer. The instrument is performing within specifications.

Event description:
False (B)(6) immulite 2500 stat troponin assay results were obtained on a patient samples when run repeatedly on two immulite 2500 systems. The initial results were reported to the physician and follow up testing was ordered. The immulite 2500 troponin results are discordant when compared to other test results and troponin test method. There was no known report of patient treatment being altered or adverse health consequences due to the discordant (B)(6) stat troponin assay results.

Manufacturer narrative:
Additional serial number: (B)(4). Analysis of the system data indicate that there are no known causes for the discordant immulite 2500 (B)(6) stat troponin result compared to other test results and troponin assay method. It was noted that the recommended two week troponin adjustment interval had not been performed by the customer. The instrument is performing within specifications.

Manufacturer narrative:
Additional serial number: (B)(4). Analysis of the system data indicate that there are no known causes for the discordant immulite 2500 (B)(6) stat troponin result compared to other test results and troponin assay method. It was noted that the recommended two week troponin adjustment interval had not been performed by the customer. The instrument is performing within specifications.

Manufacturer narrative:
Additional serial number: (B)(4). Analysis of the system data indicate that there are no known causes for the discordant immulite 2500 (B)(6) stat troponin result compared to other test results and troponin assay method. It was noted that the recommended two week troponin adjustment interval had not been performed by the customer. The instrument is performing within specifications.

Manufacturer narrative:
Additional serial number: (B)(4). Analysis of the system data indicate that there are no known causes for the discordant immulite 2500 (B)(6) stat troponin result compared to other test results and troponin assay method. It was noted that the recommended two week troponin adjustment interval had not been performed by the customer. The instrument is performing within specifications.

Manufacturer narrative:
Additional serial number: (B)(4). Analysis of the system data indicate that there are no known causes for the discordant immulite 2500 (B)(6) stat troponin result compared to other test results and troponin assay method. It was noted that the recommended two week troponin adjustment interval had not been performed by the customer. The instrument is performing within specifications.

Event description:
False (B)(6) immulite 2500 stat troponin assay results were obtained on a patient samples when run repeatedly on two immulite 2500 systems. The initial results were reported to the physician and follow up testing was ordered. The immulite 2500 troponin results are discordant when compared to other test results and troponin test method. There was no known report of patient treatment being altered or adverse health consequences due to the discordant (B)(6) stat troponin assay results.

Event description:
False (B)(6) immulite 2500 stat troponin assay results were obtained on a patient samples when run repeatedly on two immulite 2500 systems. The initial results were reported to the physician and follow up testing was ordered. The immulite 2500 troponin results are discordant when compared to other test results and troponin test method. There was no known report of patient treatment being altered or adverse health consequences due to the discordant (B)(6) stat troponin assay results.

Event description:
False (B)(6) immulite 2500 stat troponin assay results were obtained on a patient samples when run repeatedly on two immulite 2500 systems. The initial results were reported to the physician and follow up testing was ordered. The immulite 2500 troponin results are discordant when compared to other test results and troponin test method. There was no known report of patient treatment being altered or adverse health consequences due to the discordant (B)(6) stat troponin assay results.

Event description:
False (B)(6) immulite 2500 stat troponin assay results were obtained on a patient samples when run repeatedly on two immulite 2500 systems. The initial results were reported to the physician and follow up testing was ordered. The immulite 2500 troponin results are discordant when compared to other test results and troponin test method. There was no known report of patient treatment being altered or adverse health consequences due to the discordant (B)(6) stat troponin assay results.

Event description:
False (B)(6) immulite 2500 stat troponin assay results were obtained on a patient samples when run repeatedly on two immulite 2500 systems. The initial results were reported to the physician and follow up testing was ordered. The immulite 2500 troponin results are discordant when compared to other test results and troponin test method. There was no known report of patient treatment being altered or adverse health consequences due to the discordant (B)(6) stat troponin assay results.